Manufacturer narrative:
No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch was inspected and accepted based on meeting the inspection control plan and subsequently approved for shipment.

Event description:
Patient reported some bad syringes over a period of months and husband dropped a few and had to use new ones. Spouse has sciatic nerve issues. Additional information received on 19sep2025: at 1024 quality specialist called reporter who indicated her husband preps the doses and gives them to her, so she isn't sure exactly what the syringe issue was. Her husband would just say, that one was bad and throw it out. It just wasn't working properly. She called because she wanted a few extras since this seems to happen occasionally, and it would be helpful to the patients if the kit would have a couple extra since requesting extra seems to be difficult. Some of the issues might have been the syringe and others her husband has he has nerve issues that cause dexterity difficulties at time.

Manufacturer narrative:
Complaint sample is not available for investigation but production records investigation pending from contract manufacturing organization.

Event description:
Patient reported some bad syringes over a period of months and husband dropped a few and had to use new ones. Spouse has sciatic nerve issues. Additional information received on 19sep2025: at 1024 quality specialist called reporter who indicated her husband preps the doses and gives them to her, so she isn't sure exactly what the syringe issue was. Her husband would just say, that one was bad and throw it out. It just wasn't working properly. She called because she wanted a few extra since this seems to happen occasionally, and it would be helpful to the patients if the kit would have a couple extra since requesting extra seems to be a difficult. Some of the issues might have been the syringe and others her husband has he has nerve issues that cause dexterity difficulties at time. Was someone (patient, health care worker, etc.) Affected/harmed? If yes, please provide more information: no.